Event description:
It was reported that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited oversensing noise and low impedance. The lead was explanted and replaced (B)(6) 2023. The patient was in stable condition.